Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1007 "machine and proximal pressure sensors failed" error message was displayed once the device was powered on and in diagnostic mode. The device also failed to stay on. It is currently unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. A service quote was sent to the customer for approval.

Manufacturer narrative:
Section d4: UDI number is corrected in this report.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the customer did not accept. The quote expired, so a philips service engineer was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
A service engineer was not able to evaluate or repair the device as the service quote expired. The customer ultimately did not accept the service quote, and no work order was generated. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.